Event description:
During a follow up in clinic, loss of capture and low pacing impedance were noted on the right ventricular (rv) lead. X-ray imaging was performed and perforation of the myocardium was observed. The rv lead was explanted and replaced to resolve the event. No further intervention was required. The patient was in stable condition.

Manufacturer narrative:
The reported events were loss of capture, low pacing impedance, and cardiac perforation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix was able to be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. The reported events of loss of capture and low pacing impedance were not confirmed. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.